Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire jaw came loose but didn't break off. Per the photo provided, the heater wire was lifted up. This was a normal harvest with power on 3. There were no adverse problems with the patient and they just had to switch out the device. Delay was just to change devices. No injuries.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed in the photograph. Based on the non-return of the device as well as the photographic evaluation, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000350753 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.